Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, there was moderate balloon withdrawal resistance. The lesion being treated in the index procedure was a 2.8mm, 90% stenosed, 15mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation. The physician implanted a taxus liberte' 2.50x16mm study stent. There was moderate balloon withdrawal. The physician performed inflation/ deflation procedure with push pull slight movements until it was freed. It was resolved without treatment. No discharge information is available. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.